Event description:
It was reported that the patella was revised due to wear and loosening. The surgeon relates the event to the pt's ruptured quad and patella baha.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. This report will be amended when our investigation is complete.